Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Unable to perform or reproduce skin irritation in lab.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her sensor glucose reading was 40 mg/dl but her blood glucose level was 120 mg/dl. The sensor and blood glucose level reading was not within an acceptable range. The insulin pump went into threshold suspend. The customer reported skin irritation. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.